Event description:
Per the surgeon's op note: "the gallbladder was then dissected off the gallbladder fossa with bovie electrocautery, placed in endocatch bag and carried from the operative field. During extraction of the gallbladder, the endocatch bag did tear and the gallbladder was in contact with the epigastric port but was able to be retrieved intact with no evidence of spillage or leakage." Per the rn: "when surgeon was using the endo catch gold specimen retrieval pouch to remove the gallbladder, the bag broke. All bag pieces were removed."